Manufacturer narrative:
(B)(4)

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) dwell 3. The technical service representative (tsr) had the hp close all clamps. Cycled the power off and on alarm cleared. Reviewed alarm log confirmed se2240 occurred. The tsr explained alarms. Per the troubleshooting performed by the tsr, the hp reported the patient was connected at the time of the alarm. The patient line was properly primed before connecting. The patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The hp will not provide samples for evaluation, because nothing unusual was detected. Hp understood and would call the registered nurse (rn) about air detect alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp (B)(6) 2012 regarding the reported problem. The hp stated for that evening they just ended therapy for the night, and finished manually. The hp stated they continued on the machine the next evening and everything went fine. The hp stated they checked everything to see what could have caused the alarm. The hp stated they did not have any loose connections or leaks. The hp stated they are not sure why the alarm occurred. The hp stated they do have samples available for evaluation, and the lot number is h11l17189. The hp stated they have not talk to their nurse yet, but they are going into the clinic for a checkup tomorrow and will discuss the alarm with them then. The hp stated overall therapy is going great. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 (air in set). An actual sample was received. The set was placed on machine for priming and run with no alarms noted. The complaint could not be confirmed in the lab. The batch review was performed on potentially associated lot with no issues noted. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined.

Manufacturer narrative:
(B)(4). The sample is unavailable for evaluation. The lot number known therefore, the batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if additional information is obtained.